Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion pressure alarms at 22.2 psi' which was not duplicated during evaluation. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be an out of specification force sensor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion pressure alarms at 22.2 pounds per square inch (psi). There was no known patient injury or medical intervention associated with this event. No additional information is available.